Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer¿s blood glucose was 86 mg/dl. The customer was assisted with troubleshooting. The customer stated that the insulin pump had dropped and crack on the housing. The customer stated that they tried changing battery but insulin pump was not get on. Customer also states they cannot read the display. The customer stated that the reservoir was not able to lock in place when inserted into insulin pump. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device received with cracked battery tube threads and cracked case behind the device at the corner of the belt clip rails.